Event description:
Litigation alleges the patient suffers from elevated levels of cobalt, pain, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/18/2014- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿11/17/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, on (B)(6) 2015 the patient was revised to address pain and metallosis. During the revision, corrosion of the femoral trunnion was noted. There was no new information provided that would affect the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Litigation alleges the patient suffers from elevated levels of cobalt, pain, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue.no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Update jun 16, 2017: legal medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, it was also reported on the revision note that there was a clear synovial fluid and evidence of metallosis with synovitis and surrounding tissue changes consistent with adverse tissue reaction. There was no mentioned of metal debris in the revision note. No laboratory values provided for the previously alleged elevated cobalt levels. This complaint was updated on: jun 29, 2017.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.